Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. The patient described the area as bleeding open wounds. There was no alleged device malfunction contributing to the irritation. The patient reported that the irritation is getting better. The doctor called in asking what vest was made of to document possible allergies to material , there is no indication of treatment. Reporting out of an abundance of caution.